Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the coupling on the tool side, seized, jammed and heavy moving. It was further noted that the tool coupling is worn. It was also noted that the device failed pre-test for general condition, attachment coupling, battery case coupling and switching function. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device would spin in only one direction and made a loud noise. It was unknown if the device was used in surgery. There was no patient involvement reported. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly